Event description:
Patient reported that her syringe jumped out of the pump and she was not able to complete her infusion. A new replacement pump has been sent for the pt to receive. Pump is available for return, and we are sending a pump return box to the pt. The pump is used to infuse 8 grams of hizentra subcutaneously every week. No further information provided. No side effect was reported. Indication: common variable immunodeficiency with "precombinant" abnormalities of b-cell numbers and function. Reported to (B)(6) by pt/caregiver.